Event description:
It was reported the patient was concerned because they were on the third day of their advance evaluation trial and they were still bleeding from the lead implant site. The patient had been placing new bandages on top of their old ones and changing them when they got soaked. The patient had tried to limit their movement to help heal. It was later reported the patient went to the emergency room on (B)(6) 2014 for an infection at the incision site. It was noted the patient¿s infection started on (B)(6) 2014 and that morning they felt discomfort and it got worse as the day went along. The patient¿s infection around the wire was confirmed at the emergency room on (B)(6) 2014. The patient was given intravenous antibiotics and they were doing two prescriptions via mouth. The patient went to their doctor on (B)(6) 2014 and they stated that it was getting better and everything was fine. The patient had no new problems and they stated they were fine. The healthcare provider stated the patient had a 50 percent or greater symptom reduction and no mal functions were seen with the device. The patient recovered without permanent impairment and their infection was resolved.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).